Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Lvp 9.1.18 recall 2014 case rear- damaged/cracked soft fault- other- specify in comments there is no patient involvement. Lvp 9.1.18 recall 2014- (B)(4). During the repair process, it was determined that the original problem code should have been brok (broken/damaged) for complaint trending purposes. File reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review. Unit received with current software installed. Remediation not required. Lvp bezel post recall completed. Replaced broken bottom rear case, and damaged door punctured keypad on display replaced upper transducer for 240.4150 error. Replaced broken door latch sear middle, and cover door. Replaced corroded right,left iui, and fluid ingress frame memb.